Manufacturer narrative:
(H3) the revision reported was likely the result of disassociation of the humeral liner from the humeral adapter tray. The cause of the disassociation cannot be determined at this time because the revised components are not available for evaluation. Section h11: the following sections have corrected information: (d4) serial number: (B)(6). (D11) concomitant device(s): 320-10-05, 6849309 - equinoxe reverse tray adapter plate tray +5. 320-20-00, 6862056 -eq reverse torque defining screw kit.

Manufacturer narrative:
Concomitant device(s): 320-10-05, 6782101 - equinoxe reverse tray adapter plate tray +5; 320-20-00, 7005391- eq reverse torque defining screw kit.

Event description:
As reported by the patient, the (B)(6) y/o male patient received a right rtsa on (B)(6) 2021. The patient was healing fine and completing his postop pt. Approximately 4 months later, around (B)(6), he put his hand down on a table and it felt like it dislocated. He presented to the surgeon and on (B)(6) was revised. It was noted that the liner was separated. The patient went on to develop a hematoma around (B)(6) and returned to the operating room to drain and repair the hematoma and incision area. Per the patient, he is healing well now. Patient was last known to be in stable condition following the event.